Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported connection issues event description: customer states they had spontaneous disconnection of phaseal optima during infusion. During infusion of epoch on a PICC line.

Manufacturer narrative:
(B)(4) follow up as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.